Event description:
Per the clinic, the patient experienced skin irritation at the abutment site, and was treated with topical antibiotics for one week in march, 2020 (specific date not reported). The implanted device remains.